Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as a lack of personal hygiene and infection prevention practices between treatments. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for this event. The patient was treated with ancef (route, dose, and frequency not reported, duration three days) and fortaz (route, dose, and frequency not reported, duration three days). Three days later, the treatment was changed to vancomycin (two grams, every three days for fourteen days, route not reported). The outcome of the peritonitis event was not reported. It was not reported if the patient was retrained on proper aseptic technique. Action taken with peritoneal dialysis therapy was not reported. Additional information is not available.